Event description:
The patient responded via letter that they had no unusual changes in circumstances leading up to the event of the ins moving/difficulty recharging. Replacing the charging cylinder resolved the problem. The implant remains above its original position but it worked. The issue of the recharging difficulty was resolved.

Manufacturer narrative:
Continuation of d10: product ID 97755, serial# (B)(6), explanted: product type recharger. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID 97755, serial# (B)(4), product type recharger. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). It was reported that the patient was having issues charging ins because she would get poor recharge quality when rtm paddle was right over implant. During call patient started charging session, ins showed 'recharging' but no recharge quality was displayed and 'reposition the recharger' came up shortly after charging session was started. During the call the ins battery was empty. The controller showed a message that said "controller battery empty, cannot continue, recharge controller now", pss had pt take battery pack out of controller and plug controller into ac power supply. Controller screen came on and controller started charging and was at 70% so the 'controller batteries empty" message had been displaying inappropriately. Patient said in (B)(6) 2020 the implant itself had moved, it went from the pocket in her buttocks to farther up in her hip. Patient said this was when she started noticing issues with charging ins but had troubleshooted with rep and rep suggested having rtm replaced first to see if that helped. Pss reviewed that after troubleshooting it appears as if rtm itself could be having issues. The issue was not resolved through troubleshooting. The caller was redirected to pss email ed repair to send new rtm. Patient services redirected the patient to follow up with their doctor regarding implant moving. Patient mentioned that she's had recharger antenna replaced before.